Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "arrow up button is difficult to press / register the keystroke" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump keypad had an arrow up button that was difficult to press. This occurred during setup in the general patient ward. There was no patient involvement. No additional information is available.